Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that at the "select surgeon" screen, the fusion system became unresponsive. The mouse would not respond. Occurred while setting up for the day. There was no patient present when this issue was identified. Afterward the system would boot into a starry screen with the mouse cursor.

Manufacturer narrative:
This event was previously reported under 1723170-2018-03550, but due to further review it was determined that it was necessary that the information be reported under 1723170-2018-03673 file.